Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000167431.

Event description:
It was reported that the patient experienced ineffective therapy and difficulty walking. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.

Event description:
Additional information indicates that the walking difficulty patient experienced is unrelated to the scs system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.